Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.

Event description:
A ventilator was returned to a third party service center with an allegation it fails to charge its internal battery. There was no harm or injury reported. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and internal battery were replaced to address the issue.